Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was non functional (no pacing was observed on the external ECG nor electro-systolic) in recovery room despite of a proper functioning in operating room. Ventricular lead was not blocked despite of a tightening of the set-screws. The device was explanted and returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the subject device was non functional (no pacing was observed on the external ECG nor electro-systolic) in recovery room despite of a proper functioning in operating room. Ventricular lead was not blocked despite of a tightening of the set-screws. The device was explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis revealed irregular lead tightening marks on both set-screws which indicates that the reported event is most probably attributable to leads connection issue. Analysis confirmed that the connection system conformed to established specifications.

Event description:
Reportedly, the subject device was non functional (no pacing was observed on the external ECG nor electro-systolic) in recovery room despite of a proper functioning in operating room. Ventricular lead was not blocked despite of a tightening of the set-screws. The device was explanted and returned for analysis.